Manufacturer narrative:
E1: initial reporter e-mail: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 2022 was used based on age of patient.

Event description:
It was reported that the bd microlance¿ 3 needles pulled out of hub. The following information was provided by the initial reporter, translated from italian to english: after extraction of the syringe, the needle slipped out of its base (not broken) remaining in the baby's thigh. This needle was immediately extracted manually and checked for integrity. The child showed no signs of haematoma or bleeding.

Event description:
It was reported that the bd microlance¿ 3 needles pulled out of hub. The following information was provided by the initial reporter, translated from italian to english: after extraction of the syringe, the needle slipped out of its base (not broken) remaining in the baby's thigh. This needle was immediately extracted manually and checked for integrity. The child showed no signs of haematoma or bleeding.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-may-2023 . H6: investigation summary a device history record review was completed for provided material number 300400 and lot number 211212. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples, the affected physical sample, and five (5) packaged physical samples were provided for evaluation by our quality team. Through examination of the affected sample, the needle hub component was observed without the cannula or epoxy. Epoxy is the adhesive used to join the cannula and hub components. These findings were also observed in the picture samples. The five unused samples were found to have correct quantities of epoxy without any signs of defect. It has been determined that the cannula detached from the hub due to an inappropriate dosage of epoxy.